Event description:
Reporter noted pt recently underwent cataract extraction and intraocular lens insertion, visual acuity of 6/4 corrected, but outcome was almost 1 diopter in excess of what was predicted.